Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working an intended. The patient had the device explanted and the explanted device will not be returned. No further information has been obtained despite good faith efforts.